Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf received. Ppf alleges metal wear and metallosis confirmed in medical record. Ppf also alleged loose cup but was not revised. After review of medical records for the MDR reportability, surgical pathology reported old implants and tissue left hip: fragments of articulated bone reactive changes, fibrotic, fibroadipose tissue and synovium with old hemmorrhage and fibrinous adhesions. Doi: (B)(6) 2009; dor: (B)(6) 2015; left hip. Patient is a resident of (B)(6).